Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. Visual examination of the connector noted no anomalies. Tool marks were noted on the device can/shield. A foreign material was noted on the device can. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced suspected premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.